Event description:
It was reported that stent dislodgement occured. During preparation of a 4.00x20mm promus element¿ plus drug-eluting stent, after removal of the device from the casing, when the cover was removed from the stent, the stent was pulled off of the delivery balloon. Therefore the device was not used in the patient. The procedure was then completed with other manufactures device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).